Event description:
It was reported that the health care professional (hcp) requested a review of stored atrial tachy response (atr) for the patient with this right atrial (ra) lead as there were concerns of possible noise. Technical services (ts) provided a review, noted that it looked more like atrial fibrillation (af) that was being intermittently undersensed causing the device to go in and out of atr mode switch. Technical services (ts) suggested lowering the sensing floor and recommended reviewing the right atrial (ra) lead. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).